Manufacturer narrative:
Bayer case number: (B)(4). Frequent bleeding [genital bleeding] , female patient with metrorrhagia every 15 days [metrorrhagia] , essure implant on the right has migrated towards/into the uterus [device migration] , fatigue [fatigue] , essure implant on the left is not visible on the pelvic x-ray [device dislocation]. Case narrative: the below report was received by health authority (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("frequent bleeding") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2024 she experienced intermenstrual bleeding ("female patient with metrorrhagia every 15 days"). On (B)(6) 2024 she experienced genital haemorrhage (seriousness criterion medically important), device migration ("essure implant on the right has migrated towards/into the uterus"), fatigue ("fatigue") and device dislocation ("essure implant on the left is not visible on the pelvic x-ray"). At the time of the report, the genital haemorrhage and fatigue had not resolved. The outcomes for intermenstrual bleeding, device migration and device dislocation were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, device migration, genital haemorrhage, fatigue or device dislocation. The reporter commented: date of occurrence: on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Ultrasound pelvis] on (B)(6) 2024: transcutaneous and endocavitary routes. Bladder almost empty. Anteverted uterus, of normal biometry measuring 9 x 4 cm. Essure hardware within the right uterine horn extending into the corporal-fundic cavity over more than 40 mm in the major axis. No essure hardware detected on the left. Endometrium otherwise thin and unmeasurable (bleeding in progress). A left subserosal and interstitial oval hypoechoic corporeofundic fibroma measuring 31 x 19 mm. Possibility of a 2nd small anterior interstitial body fibroma of 7 mm, hypoechoic with low contrast. Involutive, homogeneous ovaries. Conclusion: unusually positioned essure hardware, lateralized to the right within the corporeo-fundic uterine cavity extending. Into the right uterine horn. No essure hardware on the left. A left subserosal corporeofundic fibroma measuring 31 mm, with no submucosal extension detected. Atrophic endometrium. [X-ray] (date unknown): front, lying down, 2 incidences. Essure hardware lateralized to the right. Coils in left pelvic and abdominal projection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) frequent bleeding [genital bleeding] , female patient with metrorrhagia every 15 days [metrorrhagia] , essure implant on the right has migrated towards/into the uterus [device migration] , fatigue [fatigue] , essure implant on the left is not visible on the pelvic x-ray [device dislocation] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("frequent bleeding") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2024 she experienced intermenstrual bleeding ("female patient with metrorrhagia every 15 days"). On (B)(6) 2024 she experienced genital haemorrhage (seriousness criterion medically important), device migration ("essure implant on the right has migrated towards/into the uterus"), fatigue ("fatigue") and device dislocation ("essure implant on the left is not visible on the pelvic x-ray"). At the time of the report, the genital haemorrhage and fatigue had not resolved. The outcomes for intermenstrual bleeding, device migration and device dislocation were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, device migration, genital haemorrhage, fatigue or device dislocation. The reporter commented: date of occurrence: on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Ultrasound pelvis] on (B)(6) 2024: transcutaneous and endocavitary routes. Bladder almost empty. Anteverted uterus, of normal biometry measuring 9 x 4 cm. Essure hardware within the right uterine horn extending into the corporal-fundic cavity over more than 40 mm in the major axis. No essure hardware detected on the left. Endometrium otherwise thin and unmeasurable (bleeding in progress). A left subserosal and interstitial oval hypoechoic corporeofundic fibroma measuring 31 x 19 mm. Possibility of a 2nd small anterior interstitial body fibroma of 7 mm, hypoechoic with low contrast. Involutive, homogeneous ovaries. Conclusion: unusually positioned essure hardware, lateralized to the right within the corporeo-fundic uterine cavity extending. Into the right uterine horn. No essure hardware on the left. A left subserosal corporeofundic fibroma measuring 31 mm, with no submucosal extension detected. Atrophic endometrium. [X-ray] (date unknown): front, lying down, 2 incidences. Essure hardware lateralized to the right. Coils in left pelvic and abdominal projection case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.